Event description:
The customer reported that on (B)(6) 2012 discrepant human chorionic gonadotropin (bhcg) and free total thyroxine (frt4) results were generated on the unicel dxc 600i synchron access clinical system for two patients respectively. Beckman coulter inc. Assessment of customer supplied data indicated that the patients' results were initially zero for bhcg and frt4 respectively. Upon repeat, the frt4 and bhcg results were higher and regarded as valid. Additional assay results were provided for these patients but were not questioned as part of this event. The discrepant bhcg and frt4 results were reported out of the laboratory however they were questioned by a physician. There was no death, serious injury or modification to patient treatment associated or attributed to this event. The customer had obtained several qns (quantity not sufficient) flagged results during the timeframe of this event. Quality control performed within the customer's established limits during the timeframe of this event. A beckman coulter inc. Representative performed a dilution test which passed within specifications. No sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) performed a volume check on the analyzer's closed tube aliquoter (cta) which passed within specifications. The fse replaced the transducer, adjusted the temperature and voltage to specifications and then performed the necessary alignments. A routine system check subsequently passed within instrument specifications and a twenty replicate bhcg assessment generated an acceptable percent coefficient of variation. Quality control (qc) was also performed which resulted within the customer's established ranges. Upon the completion of the necessary and verified repairs, the instrument was returned back into operation. The transducer assembly hardware was the cause of the event.